Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. It was reported to abbott, a patient underwent an ipg replacement. The ipg was inoperable. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.